Event description:
Consumer reports inaccurate readings with their meter. Consumer was comparing to another meter (competitive). Analysis run on clark error grid using competitive reading (104) as ref point vs bd reading (276) yielded data points in the c range of the grid, outside acceptable limits.